Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received (B)(6) 2019 from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient wanted help adjusting stimulation to address their return of symptoms since the last weekend. The patient stated they were doing more leaking and they thought they had an infection, but their lab results from (B)(6) 2019 came back negative/clear. The patient stated they had cystitis and the symptoms had been going on for 10 days, and these symptoms were always sudden in onset. The patient stated they tried increasing on program 1 and saw max settings at 6.35v. Syncing with the programmer showed the stimulation was on. The patient was walked through changing to program 2 and the patient would continue to increase stimulation on their own time. The patient was not feeling stimulation at the time of the call. The patient was going to monitor their symptoms after the change was made and follow up with their healthcare provider if it didn¿t resolve. On (B)(6) 2019. The patient reported they reached the max setting at 6.35v on program 2 and they were still leaking really badly. The patient stated that the day before they felt like it was maybe working but the day of the call it wasn¿t working at all. The patient was going to follow up with their healthcare provider and have a local representative paged to check the device and discuss reprogramming. The patient reported the therapy was working and all of a sudden it stopped. The patient noted they had no trauma to their implant site or any other events. On (B)(6) 2019 additional information was received from the consumer: patient said the she had ins replaced on (B)(6) 2019 as her device malfunctioned. Patient said that she hasn't seen hcp yet since surgery so doesn't have any more information. Patient reports they had a change in bowel function, has fecal incontinence. Patient said she isn't quite sure when it started as it was gradual, said maybe in (B)(6) 2019, and it became worse and it varies from day to day. No further complications were reported.